Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, functional testing was performed and the reported issue was confirmed. The cause was traced to a faulty motor. The motor was replaced to address this issue and the device then passed all testing.

Event description:
It was reported that the device was showing last error code 1871 indicating a motor timeout. Per reporter, the issue was discovered during testing. There was no patient involvement.